Manufacturer narrative:
G9: exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - failure to follow steps/instructions the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A femoral angiogram was not performed. It should be noted that the proglide instructions for use state: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that three venous closures of two common femoral veins was attempted using three proglide devices with a 7f sheath after an interventional electrophysiology atrial fibrillation ablation procedure. No imaging of the common femoral veins was performed. Reportedly, all three proglide had suture breaks during knot tightening. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.